Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: the handle was unable to be squeezed after the firstgrip, it was squeezed successfully once. It was confirmed that the knife did not cut the vessel. The surgeon extended the incision over one inch on the tissue where the device has failed to fire completely. The black knob was retracted slowly and the malformed staples were removed with forceps from the vessel. Another device was used to complete the surgery successfully. Operating time was extended more than thirty minutes. There was no tissue damage or bleeding over 500's. The procedure was concerted to an open surgery.

Manufacturer narrative:
(B)(4).